Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
The loss of capture on the right ventricular (rv) lead resulted in a ten second pause in pacing at the end of manual threshold test when 'end test' was selected.

Event description:
Boston scientific received information that following the completion of a threshold test, there was a 10 second pause in pacing. After the 10 seconds, adequate pacing was observed. The patient was pacemaker dependent and experienced syncope and nausea. No changes were made to the system as adequate pacing returned. No adverse patient effects were reported.